Manufacturer narrative:
Additional information: (h) annex a coding updated to capture event details. Investigation results: bd was not able to confirm the customer¿s indicated failure mode since no photo nor sample was provided to perform a proper investigation. An investigation on the actual device would be necessary to confirm the reported failure mode. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. No related quality issues or deviations were found during the manufacture of the subassembly batches.

Event description:
No additional information.

Event description:
A male patient was admitted to the intensive care unit (ICU) on (B)(6) 2025, presenting with ¿cough with sputum for over 10 days, fever for 3 days accompanied by impaired consciousness for 2 days.¿ on (B)(6) 2025, a PICC line was placed in the right brachial vein (arm circumference: 27.5 cm, contralateral arm circumference: 27.5 cm). The catheter was inserted to a length of 44 cm with 6 cm exposed. The line is covered with sterile dressing, patency is maintained, and fixation is secure. Upon admission, the following were administered: standard medical nursing procedures, level 1 nursing care, nasogastric tube placement for feeding, and symptomatic treatment including anti-infective and expectorant medications as prescribed. On (B)(6) 2025, at 23:19, the patient's intravenous nutrition infusion was completed. During flushing of the PICC line with saline, minor leakage was observed at the yousai connector. The nurse immediately inspected the connection between the yousai and PICC lines, noting a tight fit between the PICC and yousai. A 0.6cm crack was identified on the side of the yousai connector. The yousai connector was promptly replaced, and PICC line flushing and sealing were completed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.